Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced sudden decrease in speech recognition and performance along with strong noise with the device use. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.